Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post that medtronic pumps and equipment failures had caused customer deaths. The causes of death were not mentioned. The reporting party did not mention whether the customers had any other illnesses that may have led to the customers passing. The customers blood glucose levels at the time of death were unknown. The customers were most likely wearing the insulin pump at the time of death. It is unknown if the customers were using sensors. No further information was provided. The reporting party did not state whether the pumps and equipment in question would be returned for analysis.